Event description:
A customer contacted baxter's technical svc ctr regarding a caution: negative ultrafiltration (uf) alarm that appeared on the homechoice display during peritoneal dialysis therapy. The fill volume was 3000 ml. The drain volume was 6529 ml. The total uf was -2935 ml. The home pt had bypassed drain 1. The technical svc rep (tsr) advised the caller that she will need to end therapy because the uf is so negative. The caller stated that they get the alarm all the time and bypass it. The tsr advised the caller that she needs to talk to the nurse about the alarm. Per the home pt's nurse, the home pt contacted her after this incident and did not report any signs or symptoms of overfill. The nurse discussed proper bypass procedure with the customer at that time. The nurse asked that the machine not be returned to baxter for eval since the pt has a known history of inappropriate bypassing and admitted to bypassing drain 1 of the therapy in question. There was no pt injury or medical intervention.